Event description:
The patient contacted baxter's technical service center regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use. The technical service representative (tsr) helped the patient clear the alarm and explained the alarms meaning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the patient on (B)(6) 2012 regarding the high drain 103 alarm. The patient stated that he had spoken to his nurse about the alarm and that the nurse would look into it when the patient saw the nurse that day. The patient stated therapy has been going well. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition.